Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had motor error. The customer's blood glucose value was unknown. Troubleshooting was done. Customer states insulin pump switched off spontaneously. Customer also states insulin pump had unexpected restart alarm. The insulin pump will not be returned for analysis.